Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific lead exhibited an increase in pacing impedance. In (B)(6) 2020, the pacing impedance was 748 ohms, and now has increased to 1,548 ohms. The device remains implanted. No adverse patient effects were reported. Additional information was received that this ICD device exhibited high pacing thresholds from 1.4v@0.5ms at implant, to 3.5v@2.0ms. The patient is scheduled for surgical intervention in the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received that a this ICD device and non-boston scientific lead where explanted. A new system was implanted. Besides surgical intervention, no additional adverse patient effects were reported.